Event description:
This report is being filed as a adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, arterial air alarms occurred which could not be resolved by the operator. Nxstage technical support was contacted and provided troubleshooting assistance to resolve the alarms however, shortly afterwards high transmembrane pressure alarms occurred indicating that the cartridge circuit was most likely clotted. The blood in the cartridge was therefore not returned to the patient resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
Facility staff reported that the patient has vascular access problems, which most likely caused the arterial air alarms. The reported blood loss and the high pressure alarms have been attributed to a clotted cartridge circuit most likely a result of prolonged time spent troubleshooting alarms. There is no evidence of a device malfunction. The cycler alarmed appropriately to both the vascular access problems and the clotted circuit. The facility has since provided additional training. The user's guide provides adequate steps for troubleshooting air alarms and states that rinseback should be promptly performed in the event of an unrecoverable alarms. A direct correlation between the nxstage system one and the reported blood loss cannot be established.